Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for r sd/causualgia-complex regional pain syn and spinal pain. Information was reported that the caller stated the patient had out of range impedances on one electrode that the patient does not use. The caller stated the impedance values show greater then 10k ohms and greater than 20k ohms at 1.5 on electrode 7. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the patient¿s high impedance issue was ¿nothing they could think of¿. It was reported that steps taken to resolve the high impedance issue was they tried to reprogram with a manufacturer representative (rep). It was reported that the issue was not resolved. No further complications were reported/anticipated.